Event description:
(B)(4). I had the procedure done 4 years ago. Started experiencing lower left abdominal pain within a year, heavier periods, and bleeding in between cycles. Have been bleeding heavily for 2 weeks now with no end in site.